Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements of greater than 2000 ohms. A surgical revision was being performed to upgrade the patient to a new device. During the revision, it was noted that the lead was fractured and completely separated. A portion of the lead was surgically abandoned and a portion was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 230 millimeters (mm) from the terminal pin; only the proximal segment was returned. Visual inspection revealed lead body damage. The conductor coils were fractured approximately 230 mm from the terminal pin, at the end of the returned lead segment. The insulation was necked down slightly and torn around the circumference just proximal of the fracture, and the remainder of the insulation was missing. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements were likely the result of the lead damage observed by the laboratory.